Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 09/19/2025, it was reported that the patient was admitted to the hospital from (B)(6) to (B)(6) following an episode requiring emergency care. At that point the cgm reading was 177 mg/dl and the bg reading was 23 mg/dl. Prior to emergency medical services (ems) arrival, the patient received at least one glucagon administration. Upon ems arrival, the insulin pump was disconnected. During hospitalization, difficulties were reported in managing blood glucose levels, including hyperglycemia after pump reconnection. No clear documentation confirms that the cgm inaccuracy directly caused or contributed to the hospitalization or subsequent clinical outcomes. Additionally, the patient reportedly developed kidney complications following the event; however, there was insufficient information to establish a causal relationship between the device performance and the reported kidney damage. At the time of the report, the patient had transitioned to a different cgm system, which was also noted to provide inaccurate readings. The patient was in stable condition with a reported bg value of 126 mg/dl at the time of the report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.